Manufacturer narrative:
Co-morbidity added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: original implant date: (B)(6) 2016. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Manufacturing date and location: august 2003, (B)(4). The DHR for this device is no longer available due to the age of the instrument (over twelve years old). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery on (B)(6) 2016 for an open reduction internal fixation (orif) of the left elbow to repair an olecranon fracture. The surgeon noted during the review of the final x-rays that there was a metal fragment stuck in the fracture site of the patient. The surgeon had finished the plating but the patient was not yet sewn up. The surgeon was able to easily retrieve what was found to be the tip of a sharp hook that had unknowingly broken off during the surgery. Removing the fragment caused a ten minutes surgical delay without any additional medical intervention or harm to the patient. The surgery was successfully completed. The patient status outcome was stable at the end of surgery. It was reported by the reporter's conversation with the surgeon, confirming that the broken tip fo the sharp hook was indeed retrieved intra-operatively. To be specific, the surgeon stated that "it was sucked up by the suction tip." This report is 1 of 1 for (B)(4).